Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump battery was depleting quickly and the touchscreen appeared dimmer than usual. A blood glucose level was not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.